Event description:
In 2006, the lay user/reporter (pt's parents) contacted lifescan alleging that the pt's 4 one touch ultra meters and an unspecified meter) were not reading accurately. The medical affairs specialist spoke with the pt's mother on 9/6/06 to obtain/verify the following info. The pt tests 20-25 times/day and takes humalog insulin (sliding scale). On the event date, around 2am, pt's mother was concerned with the pt's blood glucose levels when she asked for water in the middle of the night. The pt's mother stated that she "panicked" and attempted to test her daughter's blood glucose level but initially got error messages on 2 different meters. The pt's mother tested all 4 meters with control solution; all results were reportedly within range. The pt's mother retested her daughter's blood glucose on 4 meters and obtained back-to-back blood glucose results of "74, 323, 290, and 154 mg/dl" with the same finger-stick. At the time of testing, the pt was still asleep. The pt was not given any treatment, but instead in about 7-10 minutes was retested. The reporter obtained "51, 54, 53, and 56 mg/dl" on different meters with the same finger-stick. The pt's mother stated that the pt was still asleep but was showing "signs" of low blood glucose so she gave her daughter juice. In 20-25 minutes after drinking the juice, the pt's blood glucose was over "150 mg/dl" on 3 different meters. Approx 5-6 months ago early morning, the pt was sleeping when she got a "510 mg/dl" on one of her meters (unk serial number) with no symptoms of high or low blood glucose. Ten minutes later, the pt got a "506 mg/dl" on a different meter (unk serial number) and was given insulin based on her sliding scale. About a half an hour later, the pt got a "30 mg/dl" on one of her meters (unk serial number) and was treated with orange juice. Two hours later, the pt's blood glucose was tested again and stated that her blood glucose levels went up but the reporter was unable to recall the result. That same day, the pt performed control solution tests on two of the meters and they were inaccurately high. The reporter stated that the meter was set up correctly and the test strips were within discard date. This complaint is being reported because the pt was given insulin (sliding scale) based on one of her meter readings. A half an hour later, pt obtained a reading of 30 mg/dl. In addition, the calculated difference of the "74, 323, 290 and 154 mg/dl" obtained on 4 different meters exceeds the value of <=.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.